Event description:
Report received of a 1000cc evacuated container bottle that broke during use. The customer reported that this occurred during a therapeutic phlebotomy on a pt. The pt had an 18g angiocath in the forearm. The nurse had completed drawing 500cc of blood from the pt, and the angiocath was removed from the pt's arm. When the nurse picked up the bottle, it reportedly, 'popped with a loud noise, and glass and blood were everywhere. One of the nurses was splashed with blood in their eyes, and the other nurse was "splattered" with it. The nurse and the pt were not injured by the glass. It was reported that during clean up, a housekeeper picked up a shoe belonging to a nurse and was "stuck" by a piece of glass imbedded in the shoe. Subsequently, the housekeeper was also exposed to the pt's blood. The pt, nurses, and housekeeper were all tested for "bloodborne pathogens". The pt had no known "bloodborne pathogens" prior to the blood exposure. There were no adverse pt effects, the phlebotomy was completed. Though requested, no further info was received.